Event description:
During patient treatment, the user of the 3100a reported the piston centering bar graph display kept "drifting". The 3100a was otherwise operating properly and there was no patient compromise.